Event description:
The patient contacted nephron pharmaceuticals corp. Regarding a product complaint on (B)(6) 2013. The customer reported that the ez breath atomizer failed to produce a mist to alleviate her asthma symptoms. The patient added that her husband took her to the emergency room for the treatment of her asthma symptoms after the atomizer malfunctioned on (B)(6) 2013. The patient is a (B)(6) year old former smoker with a past medical history that significant for asthma. She reported that she has allergies to penicillin (hives, trouble breathing). The patient reported that she had two atomizers that failed to produce an aerosol mist to alleviate her asthma symptoms. Therefore, two medical device reports will be submitted for this patient.

Manufacturer narrative:
An evaluation of this failure mode from the design failure modes and effects analysis of this product, that the use of the product in a manner likely to cause adverse health consequence is improbable. The root cause of this complaint cannot be identified, since the device was not returned.